Manufacturer narrative:
Continuation of d10: product ID: 97745nt, serial# (B)(6), product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for the call was patient reported that their "battery was not working right". Patient stated that the controller would work for a while then the screen will turn white and unresponsive, and this had been going on for a week maybe 2 weeks now. Patient also stated that when they attempt to try to charge their implant (ins), they would notice that the stimulation would be off and this happened 2 or 3 times. Patient stated the last time the therapy turned off the ins battery was at around 30%. Patient stated they would usually not get a full charge while charging because they would need to continuously reset the controller. The issue was not resolved during the call. A request was sent to repair to replace the controller. Patient reported having the paddle replaced before because the antenna had cracks on it. Patient stated that a representative had replaced the paddle for them (did not ask further details on recharger since it was not reason for call). Caller called stated they received the controller and need assistance with pairing. Agent assisted caller and ins is recharging. Controller 30% and ins 30% and controller recharging when plug into the outlet. Caller stated they see message setting not available. Agent reviewed meaning of message and recommend patient consult with healthcare provider office regarding setting. Caller asked about returning device to medtronic - agent reviewed information. No symptoms were reported.